Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the multiloc humeral nailing system was used for a proximal humeral fracture case. During drilling a proximal hole for distal locking, interference with the nail occurred. The surgeon pre-drilled with a k-wire, and re-drilling was performed. Proximal locking was completed without problem. The event occurred during surgery, no surgical delay was reported or patient harm. This is report 6 of 7 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A manufacturing evaluation was completed: aiming arm was returned without visible signs of damage; it looks new and unused. All relevant features are in accordance to the specifications and all functions have been tested and meet the specifications. No misalignment of the aiming arm has been found as described in the complaint description. Additional inspection was made with cmm (coordinate measuring machine) and measurements passed. A product development evaluation was completed: a nail was fixed on the insertion handle via the connecting screw. According to the technical guide, the assembly was tightened with the combination wrench. In a next step, the aiming arm was fixed to the insertion handle. The aiming arm was fixed in a bench vise. Two combinations of protection sleeve and drill sleeve were inserted into the aiming arm. The distance between the drill sleeve and nail was always 8 mm (using a spacer). The drills were inserted into the drill sleeve and a check if the drills touched the nail or not were performed by conducting the drill through the holes. When using a left nail, the drill touched systematically with the nail. On the other hand, when using a right nail, touches were observed as well. In all cases, the nail was touched on the right side of the hole. Even if the drill touched the nail, the assembly was elastic enough that the drill went through the hole. Neither the drill nor the nail will be damaged or limited in function. Furthermore, the systematic testing showed that there are no differences when using different insertion handles. While during locking the proximal holes the clearance of the coupler nail-insertion handle plays a key role, the clearance of the coupler as well as the elasticity of the whole assembly might lead to the misalignment, but in all cases the drill went into the hole. According to the tolerance analysis, interferences between drill and nail are allowed. The interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, other forces (i.e. Small incisions) on the entire construct/ assembly. All these factors are described in the current surgical technique. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.